Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 27-aug-2022 to 26- aug-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer's solenoid was found overheated due to a liquid spill, causing the malfunction. The field service engineer observed that the bad rail had caused the retractor band to break and the solenoid to short out. He replaced the rail, retractor band, controller board and solenoid, cleaned the spill and decided to replace the drawer to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a bd pyxis medstation es system full height drawer 6 failed and not detected on bus. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer's solenoid was found overheating due to a liquid spill, causing the malfunction. A field service engineer replaced the rail, retractor band, controller board and solenoid to resolve. Preventative maintenance was performed on the device. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system drawer failed and was not detected on the bus. During inspection, the drawer's retractor band connector on the controller board broke off about halfway, which caused the solenoid to overheat, and it started smoking. There were no adverse events or injuries reported based on this event.